Event description:
The patient called alleging that the meter does not power on. The patient felt exhausted at the time of testing and visited their physician to get tested. The reading on the physician's device was 160-180 mg/dl and the patient did not receive any treatment. The battery was replaced less than a year ago and was in good condition. The patient was unable/unwilling to verify if the meter would power on by pressing the power button. Customer service sent the patient a replacement meter. Based on the information provided, there is no evidence of a serious injury. This case is being reported as a malfunction, since the battery was replaced less than a year ago and the meter does not power on.